Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus ls manual indicating the ECG (electrocardiogram) port is broken. The device was not in use at the time, no impact to user.